Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the scs was not working for the patient anymore. The patient reported that the stimulation goes from 40% to 80% and turns off and on without any intervention. The patient was not satisfied with the system. The patient underwent an explant procedure.